Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high blower temperature alarm. The customer informed the remote service engineer (rse) of the high blower temperature alarm occurrence and verified that there was a diagnostic code for the alarm logged in the device's significant event log. Only one occurrence was logged. The rse advised the customer to order a replacement blower assembly, and provided the customer with the part information to place the order. In a good faith effort (gfe) response from the customer, it was confirmed that the part had been ordered following the remote service. The part was received at the customer site and successfully installed in the device, resolving the device issue. The customer confirmed the device was returned to full functionality and placed back into use following a full preventative maintenance check which the device passed. The replaced part was scrapped. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.